Manufacturer narrative:
E1- initial reported phone number: (B)(6). The date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on the lead. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced.